Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized eighteen days prior to death for low blood pressure. Treatment was not reported. The patient was discharged from the hospital prior to death and was recovering from the event of low blood pressure. The patient was at home and connected to the homechoice when he experienced a cardiac arrest and died. The cause of death was a heart attack. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing and was determined to meet performance specification requirements. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. A review of the device service history revealed no previous service history for this device. There was no failure or malfunction identified that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A device history review was performed and revealed no nonconformities, failures, rework or deviations occurred during the manufacture of the device. The cause of the reported event could not be determined.